Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. This product is not sold in the us. It may be similar to other product currently registered for sale in the us. Investigation is on going to determine which product is most similar. Additional information will be submitted upon completion of investigation. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using plate mueller hinton ii agar 100 ea 10 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact.